Event description:
The product has easy glide feet on the front legs and wheels on the back legs. Submitter says that if there is any kind of drug on the floor, the easy glide feet get stuck on the rug causing a fall hazard. Submitter contacted the firm and they informed her that they are no longer going to make the product with easy glide feet; the new models will have 4 wheels due to other complaints they have received. The firm was not able to assist the caller with replacing her product with a newer model. Document number: (B)(4). Report no: (B)(4). Purchase date: (B)(6) 2019, this is an estimate.